Event description:
It was observed during the device evaluation, that the subject device presented a foggy image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely the foggy image occurred due to damage on the camera unit. However, a definitive root cause of the issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.